Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had air/water flow issues. This issue was found during maintenance. The device was returned for evaluation during the device evaluation, it was observed contamination evident in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the air/water channels were cloudy in appearance, contaminated channels with a simethicone type product. The presence of this contamination highlighted a customer handling and reprocessing issue. The light cover glasses, pin unit and the optical cover glass were stained. The optical cover glass adhesive and distal end cap were worn. The control body of the aspiration housing ring and plug body production labels were damaged. The left/right brake were in the incorrect position. The water fall and removal were not specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.